Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/15/2020. Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure? Unk. On what tissue was the suture used? Articular capsule. Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement or post-operatively? Unk. What type of wound secretion was present in this wound? Was culture test done? Unk. What was the indication for debridement? Post-op inflammation and poor wound healing. What was a suture and tissue condition during the re-operation? Unk. What is physician¿s opinion as to the etiology of or contributing factors to these events? Unk. Other relevant patient comorbidities/concomitant medications? Unk. What is the patient current status after the re-operation? Were all symptoms resolved and wound healed? Discarged from hospital. Product lot number? Unk. Will be any unopened samples returned for evaluation? Unk.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement or post-operatively? What type of wound secretion was present in this wound? Was culture test done? What was the indication for debridement? What was a suture and tissue condition during the re-operation? What is physician¿s opinion as to the etiology of or contributing factors to these events? Other relevant patient comorbidities/concomitant medications? What is the patient current status after the re-operation? Were all symptoms resolved and wound healed? Product lot number? Will be any unopened samples returned for evaluation?

Event description:
It was reported that the patient underwent a left knee replacement surgery on (B)(6) 2020 and the suture was used. It was reported that the patient came to the hospital for reexamination 1 month after surgery. The post-op inflammation occurred. The knee was found with swelling and secretion. The wound was with poor healing. Debridement and suturing operation were performed. Additional information has been requested.